Manufacturer narrative:
Correction h6 health effect - clinical code 060109 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient having intermittent ventricular tachycardia. Point of care ultrasonography done at bedside, physician happy with impella position. Per bedside nurse, patient is hemolyzing with red urine. Initial plasma free that was drawn last night was elevated into the 80s and creatinine has risen over 3. The patient is on continuous veno-venous hemofiltration and peripheral va ECMO. P level decreased and fluids given. Plan to recheck plasma free later today. Dropped to p5 and fluids given. The patient was weaned off ECMO and impella. The patient survived.